Manufacturer narrative:
The light could not be requested back because the manufacturer does not accept back contaminated devices for evaluation. Follow up questions were asked to the complainant to ask for additional information and if there were any photographs. The response received did not provide photographs or any additional information. The DHR was reviewed for lot 11541. No indications leading to an insecure lens were found. It is noted that the reporter stated that the light was continued to be used without the tip. This is against the warnings provided in the IFU. Warning #1 states "inspect the scintillant® dual tip light prior to use to ensure proper function and working condition. Do not use a device that is damaged." Without pictures or a device to examine, it is not possible to determine the exact cause of lens dislodgement. During assembly, the lens is secured to the stainless steel tube in a manual hand fixture for swaging. This step is 100% visually inspected. It is not possible for this lens to be disconnected from the device without excessive force. Warning #4 in the IFU states that "excessive force on the wires and light tips could cause the device to malfunction. Care should be taken when handling the device and manipulating the tips into the desired locations." In previous events where the lens was detached for this product, and pictures or a returned product was evaluated, there were signs of excessive force and misuse of the surgical light.

Event description:
Information was received from a healthcare professional via the distributor regarding a patient undergoing l2/3/4/5 olif at levels l2/3/4/5 for degenerative scoliosis. It was reported that the tip of the bent tip fell out when attempting to replace the radiance with the retractor blade after the retractor was placed on l4/5. The physician noticed it and removed it. It was used without a tip. There was no patient symptoms or complications as a result of this event. No further complications were reported/anticipated.